Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had went to the hospital. The patient's blood glucose levels reached 240 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include dehydration, and uti. The patient was treated with insulin, intravenous hydration and antibiotics (ciprofloxacin 500 mg capsules y) for uti. The patient was released two days later. The pod fell off completely from there site while sleeping.